Event description:
In preparation for an unknown endoscopic procedure, the user selected a cook hemospray endoscopic hemostat. It was reported that the hemospray was opened for the procedure and activated the handle to charge the co2 [carbon dioxide]. The co2 immediately started to leak out of the handle at the red deployment button. The device was not used in the procedure and another of the same device was opened to complete the procedure. The device never came in contact with the patient as the device was opened and activated on the back prep table. This occurred prior to patient contact; there was no impact to the patient. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. The photo provided shows the product label from the reported lot. Our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return (no catheters were returned). The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. No powder was present in the tray, on the exterior of the device, or within the device nozzle. When tested as returned the device did not spray. The co2 cartridge did not audibly discharge upon deactivation and the cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). When activating the device with a new co2 cartridge and activation knob, co2 was heard audibly discharging into the device housing immediately. The handle was disassembled, and the tubing connecting the regulator to the low pressure valve was not attached to the regulator. The tubing did not show significant evidence that it was previously fitted to the attachment peg on the regulator under magnification. The attachment peg was whole and no indication of breakage or nonconformity. The regulator dimensions were confirmed to be within specification. The depth of the bottom of the regulator peg measured and the length of the tubing measured confirming the tubing was long enough to be fully seated. The internal diameter of the connector tube was confirmed to be within specifications. A lab meeting was held with production leadership and manufacturing engineering on (B)(6) 2024. As part of the investigation the tubing was seated onto the peg. Review of the tubing before and after fully seating the tubing on the regulator showed that, by seating the tubing fully, deformation was noted that was not previously present. This supports that the tubing was not fully seated on the regulator during production and was likely only partially seated during manufacturing. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. The tubing connecting the low pressure valve to the regulator was not properly seated during production, resulting in the tubing becoming detached from the regulator, allowing the escape of co2 into the handle. This occurred due to operator error. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. A retraining of the operator has been performed as a result of this occurrence. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.